Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Visual inspection revealed that the device was fractured from proximal section to broken 118 cm. Overall length should be 330cm. Dimensional inspection revealed that the overall length and the outer diameter (od) of the distal tip was unable to be measured due to the condition of the device. The od of middle and proximal section of the device were within specifications.

Event description:
It was reported that segment or part of the device remained inside the body. A 90% stenosed, 20mmx 2.75mm target lesion was located in the severely tortuous and severely calcified left circumflex artery. A 325cm rotawire was selected for use. During the procedure, it was noted that there was a segment or part of the device remained inside the body. Subsequently, it was noted that the rotawire was not stuck in the stent or the lesion. The rotaburr did not come into contact with the spring of the rota wire. No patient complications were reported. Patient was good post procedure.

Event description:
It was reported that segment or part of the device remained inside the body. A 90% stenosed, 20mmx 2.75mm target lesion was located in the severely tortuous and severely calcified left circumflex artery. A 325cm rotawire was selected for use. During the procedure, it was noted that there was a segment or part of the device remained inside the body. Subsequently, it was noted that the rotawire was not stuck in the stent or the lesion. The rotaburr did not come into contact with the spring of the rota wire. No patient complications were reported. Patient was good post procedure.